Event description:
It was reported that during an unknown procedure the shaft has broken during the screw-in of the transducer. No consequences for the patient reported. To procedure completed physician used another one product the same type.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024 d4 batch #: v96323 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. In addition, it was received with the 4-40 stud broken. No functional testing could be performed due to the device returned condition. It is possible that the nose cone crack and stud broken contributed to the assembly issue when trying to attach the instrument to the handpiece. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Possible causes that may have contributed to the stud being broken are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.